Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during closure on an open procedure, the needle popped off the suture strand on 3 sutures from the same lot. Another device was used to complete the case. There was no patient injury.